Event description:
It was reported that the user experienced a low glucose event with a continuous glucose monitor nadir of 53 mg/dl for about one hour, treated with oral carbohydrates in the form of juice, and inquired whether switching from insets to a different infusion set type would affect insulin delivery; no device malfunction or component issue was identified. Symptoms included hypoglycemia. Outcomes included an unexpected need for medication in the form of oral glucose, without serious injury or impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to identify a device-related problem or a specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.